Event description:
It was reported that the rv sensing dropped and the lead appeared to have pulled back slightly. During a revision the associated atrial lead was removed, discarded and replaced by a new lead and this rv lead was given additional slack, however it was not removed or replaced. The patient was fine.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.